Event description:
Customer reported that their blood glucose level was displaying as "high," though specific values were unknown. Cause was not known. To address the issue, the customer took corrective action by administering a correction bolus via the pump and was advised to replace supplies and resume insulin use.